Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of severe chest pain with ventricular pacing. Echocardiogram showed perforation of the right ventricle. The lead was explanted and replaced.